Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed by service. This condition was caused by an air-in-line printed circuit board (ail pcb) that was out of range. The ail pcb was calibrated and the air-in-line sensor readings were verified to fix the reported condition. A service history review revealed that this device was not previously serviced for the reported condition. This issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:04; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.